Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot numbers gd892646, gd892364 and gd892372. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a nurse in the USA of swelling and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced swelling. On an unknown date, the patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the events. Treatment was not reported. The patient recovered from this peritonitis event on (B)(6) 2012.